Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump may not have been functioning properly. Customer reported having erratic blood glucose readings. Troubleshooting showed that the insulin pump was functioning properly. Blood glucose level was 46 mg/dl at the time of the call. Customer reported experiencing low blood glucose levels over the week leading up to the call. No further information was provided.